Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette attachment error. There has been no report of patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2025-01863 for all details pertinent to this event.